Event description:
A user facility reported to olympus a green picture while using video telescope "endoeye hd ii", 10 mm, 30°, autoclavable. The malfunction was found during setup before the operation. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint. During inspection, there were varying colored images (purple/green). By disassembling the device and testing the components individually, olympus was able to trace the image error back to the r-unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that there was unacceptable tension in the area of the "ccd w. Holder" assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer "c-holder to bumper sleeve", there was unacceptable tension in the area of the "ccd w. Holder" assembly due to asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined, or there was pre-existing damage to the "ccd w. Holder" assembly due to using a suboptimal adhesive device¿. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.